Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down without user input during therapy (medication, dose, volume and rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.